Event description:
Rptr indicated that the pt developed an infection three months after vns implant. It was reported that the infection persisted after surgical debridement, resulting in explant. Rptr indicated that the pt is non-verbal and appears to be going through a lot of mood swings, trembling, and agitation since the explant procedure. It was reported that the pt has multiple disabilities and medical conditions, making it very difficult to figure out which symptoms might be related to the vns. Attempts to obtain additional info have been unsuccessful to date.